Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, as reported, the cause for pvl was attributed to annular calcification (severe leaflets) and/or possible sizing of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4) - no testing methods performed. Result: (B)(4) - no results available since no evaluation performed. Conclusion: (B)(4) - known inherent risk of procedure.

Event description:
After deployment of a sapien xt valve in a 70:30 aortic/ventricular position, echo revealed severe pvl. Post dilation was performed without much improvement. An additional 1cc was added to the balloon and the pvl did not change. A decision was made to place a second valve l cell lower in attempt to seal the leak in the lvot. The valve was positioned and landed 60:40 a/v resulting moderate/severe pvl, slightly better than before. An additional cc was added and post dilation was performed with the balloon concentrating on inflow of the valve. The result was moderate pvl. The patient was stable and taken for post management care. As reported, the valve was inserted and aligned in the aorta without issue. The arch was crossed and it was difficult to cross and position due to the valve getting caught on the annular ca+. Per report, the severe pvl was likely caused by annular calcification or possible patient prosthesis mismatch. The native aortic annular diameter measured 25mm by tte and 22mm x 29mm with an area of 497mm2 by CT. As reported, the native valve was moderately calcified the native leaflets were severely calcified and the aortic root was moderately calcified. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good. During deployment ventilation was held and pacing capture was not lost.